Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the nozzle, however; it was not possible to identify the foreign matter. There was no physical damage at the place where the foreign material remained. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). However; a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). The operation manual evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection. The reprocessing manual evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects coming out of the nozzle. There were no reports of patient involvement.